Event description:
A customer observed low chol qc results. No pt samples were tested. Bias of this magnitude and direction may result in inappropriate physician action. There was no report of pt harm as a result of this event.